Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown alloclassic product on the left side in 2003. The patient started to hear squeaking sounds on the left side. A check up showed a subluxation position of the metasul inlay within the polyethylene base frame. It is currently unknown, if patient was revised. Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2003).

Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. Trend analysis was not performed as no reference number was available. The compatibility check could not be performed as no product precise information was provided. Review of incoming information: it was reported that the patient received a cementless metal-on-metal thr on left side in 2003. Starting with the squeaking sounds a check up showed subluxation of the metasul inlay within the pe base frame. It is unknown whether the patient is revised or not. Devices analysis was not possible to perform as no product was available for investigation. Possible causes for the reported event according to dfmea: line 17 : detachment of the sandwich construction -> due to impingement with stem line 19 : adverse body reaction due to metal particles release (fretting between shell and stem) leading to soft tissue reaction -> due to impingement with stem 2. Comparison to investigation results whether it is possible and justification: line 17 : possible -> product is not received for investigation, condition of the device is not known line 19 : possible -> no surgical report is received for the investigation. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).